Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had been pre-dilated with both sc and nc balloons. Physician was attempting to use one resolute onyx drug-eluting stent in a severely calcified lesion in the rca with unknown stenosis and moderate tortuosity but the stent could not pass the lesion. When the device was removed it was noted that one stent strut was lifted. There was resistance encountered when advancing the device and no excessive force was used. The device did not pass through a previously deployed stent. There was no injury to the patient. Images taken of the stent at the account confirm that a strut is lifted on the stent. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.